Event description:
It was reported that the patient did not have a greater than 50% symptom reduction. The patient was not getting coverage even after the revision. The patient was okay at the time of the report but the therapy was not optimal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. The patient was having their lead revised. The manufacturer representative had not had luck with using the percutaneous lead introducer into the epidural space and had tried 3 times. The lead position was the same as implant. No migration had occurred. It was further reported that the lead revision was being done on (B)(6) 2014 due to being in the wrong location. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(4) 2013, product type: lead. (B)(4).

Event description:
Follow-up information received reported the patient never had good back coverage with the stim. The patient has scoliosis so that was the issue, not the components of the system. They tried moving the leads up but the patient still was not getting good coverage. A follow-up report will be submitted if any additional information is received.